Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Cont e1 phone number - (B)(6).

Event description:
Healthcare professional reported severe capsular contracture, baker grade IV, and high risk of rupture. Healthcare professional later confirmed "it was only contracted but not broken." Record is for left side. Device has been explanted and replaced with non-abbvie product.

Event description:
Healthcare professional reported severe capsular contracture, baker grade IV, and high risk of rupture. Healthcare professional later confirmed "as reported in the pfn, it was only contracted but not broken." Record is for left side. Device has been explanted and replaced with non-abbvie product.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.